Manufacturer narrative:
(B)(4). Patient identifier is not provided / unknown. Additional 510(k) number is k013227. The reported device was received for evaluation. Visual and dimensional evaluation of the returned product have not identified or suggested manufacturing non-conformances. The reported condition of an implant that was unable to be placed into the osteotomy could not be confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was performed for the reported lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. Dental implants are designed and manufactured to achieve osseointegration after placement into the osteotomy using the recommended surgical protocol. Current implant design and manufacturing risk documentation assess unable to place implant into osteotomy as potential failures, ultimately through osseointegration failure, with adequate controls in place. The inability to achieve primary stability is a well-documented, previously investigated failure which is currently trended on a monthly basis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
Doctor reports that primary stability was not achieved for implant tsvwb11. Tooth position # 29.